Event description:
The only info supplied was that the system was explanted because the catheter "broke".

Manufacturer narrative:
According to the additional info received, the patient received 10 treatments of chemotherapy through the system. On 4/10/95 difficulty aspirating through the system was experienced although infusion was accomplished. A contrast study showed thrombus configuration at the catheter apex. A chest x-ray taken 5/5/95 showed that approx. 6 cm of catheter had broken off and was not located in the pulmonary artery. The embolized segment was removed. During the procedure the arteria femoralis was accidentally punctured. No other postoperative complications occurred.